Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms while exposed to 'inclement weather'. Reportedly the customer reverted to manual injections for insulin therapy. No additional patient or event information was available. Although requested, the customer declined troubleshooting.